Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was not saving cine runs (data loss). There is no report of pt injury or death.